Event description:
It was reported that the patient experienced syncope and presented in the emergency room. Upon interrogation, loss of ventricular capture was observed. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(4).